Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation and a poster leaflet prolapse for a mitraclip procedure. During the procedure, a mitraclip was successfully placed and deployed. After deployment the clip shifted on the posterior leaflet. The clip remained attached to both leaflets. A mitraclip nt was then implanted for stability and to further reduce the mr. The procedure was discontinued, the final mr was grade 1. There were no adverse patient sequela or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and based on information provided the reported migration appears to be due to a combination of patient conditions (mac, thin and small leaflets) and procedural conditions associated with challenging imaging. Image resolution poor is related to patient and procedural conditions as imaging was reported to be challenging due to mac. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.